Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and / or changed data.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volift¿ with lidocaine in the "mid-jugal groove and in the glabellar region." Patient presented, "edema, redness and granuloma (unconfirmed) with a stony sensation about 1 month after the injection." There was no biopsy. Treatment noted as injection of hyaluronidase on two occasions. "All the symptoms have disappeared."

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volift¿ with lidocaine in the "mid-jugal groove and in the glabellar region." Patient presented, "edema, redness and granuloma (unconfirmed) with a stony sensation about 1 month after the injection." There was no biopsy. Treatment noted as injection of hyaluronidase on two occasions. "All the symptoms have disappeared."